Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple error messages which prevented the system from booting up. There is no report of pt injury.